Event description:
The pad device was used on a pt on a ski slope. The electrode pads were attached to the pt and the pad device performed two analysis cycles and then issued a "low battery" warning. A shock was not administered to the pt. The pad device was used at a time when the ambient temperature was minus 1.4 degrees celsius which is outside of the recommended operating range of 0 degrees celsius to 50 degrees celsius. The pt died. The device did not administer a shock because the analysis of the pt's heart rhythm determined it to be not shockable.

Manufacturer narrative:
No shock was advised because the device analysed the pt's heart rhythm as not shockable. The "low battery" warning was issued because the device was being used in conditions outside those specified in the user manual which is supplied with the device. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery for treatment to be delivered if necessary. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.